Event description:
It was reported that device entrapment occurred and the procedure was cancelled. A rotapro 1.50mm and rotawire were selected to treat a severely calcified lesion during a percutaneous coronary intervention (pci) procedure. The devices were attempted to be removed but were stuck. Both devices were removed together as one unit. The procedure was cancelled and no patient complications were reported.